Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 2.75mm x 32mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28 april 2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dialtation a 2.75 x 32mm synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.